Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("removing uterus") and salpingectomy ("removing tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced emotional disorder ("post operation bad emotional breakdown"). On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and salpingectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy, salpingectomy and emotional disorder outcome was unknown. The reporter considered emotional disorder, hysterectomy and salpingectomy to be related to essure. The reporter commented: on (B)(6) 2017, patient was 7 weeks post operation only removing uterus and tubes, she was feeling great and even started working out again but ended up having a really bad emotional breakdown last week (B)(6) 2017. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, salpingectomy, emotional disorder. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("removing uterus") and salpingectomy ("removing tubes") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced emotional disorder ("post operation bad emotional breakdown"). On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and salpingectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy, salpingectomy and emotional disorder outcome was unknown. The reporter considered emotional disorder, hysterectomy and salpingectomy to be related to essure. The reporter commented: on (B)(6) 2017, patient was 7 weeks post operation only removing uterus and tubes, she was feeling great and even started working out again but ended up having a really bad emotional breakdown last week (B)(6) 2017. Concerning the injuries reported in this case, the following ones were reported via social media: hysterectomy, salpingectomy, emotional disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.